Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiib endoleak is confirmed. The explanted devices were returned minus the two infrarenal cuffs and three iliac extensions. There was evidence of graft tear near the bifurcated stent graft (at the knuckles), correlating to the endoleak seen during the case. Based upon the investigation findings, product use was incongruent with the IFU due to: the ruptured state of the aneurysm at implant; the dual angled, aneurysmal aortic neck; and, the left common iliac diameter greater than 2.3 cm. These anatomical findings most likely contributed to this event. A manufacturing record review was performed, the lot met all release criteria with no issues (no related issues) or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during an initial implant of a bifurcated device, two infrarenal aortic extensions, a suprarenal aortic extension, and five limb extensions the patient had an unresolved endoleak. Reportedly, the patient came into the or on (B)(6) 2015 with abdominal pain, and after a computed tomography of the abdomen, it showed a 10cm aortic aneurysm with a 30mm left common iliac aneurysm. The CT was sized by the physician and devices were selected with assistance from the rep through the phone. It was decided that the case was to be put on 5/27 in the morning. The patient was accessed percutaneously in both groins. After the left internal iliac was occluded, a bifurcated was placed in the aorta on the bifurcation. Then an infrarenal aortic extension was placed as the aortic extension. Next a bridge piece was needed due to lack of overlap, and was placed successfully between both grafts. Two left iliac extensions were needed due to the common iliac aneurysm. After a run, it showed a leak at the distal end of the graft. Normal ballooning was then performed and another run still showed a leak. A limb extension was then placed on the left to completely cover the iliac aneurysm. Another run showed that there may be leaking from the right, so a limb extension was placed. Leaking was still present so another limb extension was placed higher. After multiple views, and using a coda to occlude certain areas, the leak still remained. The physician decided that the best option was to cut down, and open the patient. After cutting down, the physician pulled out the grafts and there was a hole on both sides of the main body. Non-excessive ballooning was done during the procedure. Aggressive ballooning was only done as the last option before opening. The physician does not remember anything off of normal while deploying any of the grafts.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.